Event description:
This lead was returned with oos documentation from biotronik rep ned orth. Per the oos, this lead was removed due to intermittent loss of capture and high thresholds. It took 25 turns to extend and retract the helix. This lead was replaced with a competitor's lead. There are no adverse events reported for this pt.